Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure the dual mobility liner fractured. Attempts have been made and additional information on the reported event is unavailable at this time.